Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of a recall. Lot specific voluntary recall was initiated for the lfit v40 cocr heads . The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Additional information, including standard x-ray information preferably with lateral hip views, histopathology/blood test result reports and further medical records and operative notes would be needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the consumer underwent a total hip arthroplasty on (B)(6) 2006 and had to undergo revision surgery on (B)(6) 2017 due to alleged altr.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the consumer underwent a total hip arthroplasty on (B)(6) 2006 and had to undergo revision surgery on (B)(6) 2017 due to alleged altr.